Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation revealed stored episodes of non-sustained right ventricular over-sensing caused by right ventricular lead noise. Noise was reproduced in clinic with pocket manipulation. The patient was scheduled for replacement and lead was explanted. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found an internal insulation abrasion which breached the ring electrode cable lumen underneath the right ventricular shock coil. One ring electrode etfe cable coating was found to be abraded and the other cable was intact in this location. The cause of oversensing was due to one ring electrode cable conductor being abraded underneath the right ventricular shock coil.